Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and confirmed the issue; the x3 had a ¿speaker malfunction¿ error. The brt found that the error stemmed from the main board. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after replacing the main board. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue x3 patient monitor and there was no sound coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.